Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('female pelvic pain'), uterine abscess ('3 uterine abscesses'), endometriosis ('adenomyosis of the fallopian tubes'), hydrosalpinx ('hydrosalpinx of the left fallopian tube') and inflammatory bowel disease ('inflammatory bowel disease, recidivating in (B)(6) 2017') in a (B)(6) year old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: distilbene. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammatory bowel disease (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced enthesopathy ("joint tendon enthesopathy of the hamstrings"). In (B)(6) 2017, the patient experienced iron deficiency anaemia ("anemia due to iron deficiency") with iron deficiency. In (B)(6) 2017, the patient experienced arthralgia ("left shoulder joint pain"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), back pain ("severe lumbar pain"), neck pain ("cervical joint pain") and insomnia ("insomnia"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea worsening"). In (B)(6) 2019, the patient experienced endometriosis (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("3 fibroids in the uterus"), 4 years 5 months after insertion of essure. The patient was treated with surgery (sub-total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine abscess, endometriosis, hydrosalpinx, dysmenorrhoea, menorrhagia, dyspareunia, back pain, uterine leiomyoma, inflammatory bowel disease, enthesopathy, arthralgia, iron deficiency anaemia, neck pain and insomnia outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, enthesopathy, hydrosalpinx, inflammatory bowel disease, insomnia, iron deficiency anaemia, menorrhagia, neck pain, pelvic pain, uterine abscess and uterine leiomyoma to be related to essure. The reporter commented: no nickel allergy test performed before implantation. Joint tendon enthesopathy of the hamstrings - never completely healed. Consumer is in convalescence from the operation, waiting for the resolution of symptoms and preparing for an accompanying treatment related to ovariectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.